Event description:
It was reported by the rep that when the devices were used during an unknown procedure, they would not fire. The procedure was completed with a like device with no consequences to patient.